Event description:
Patient's wife reported that second battery for the vyalev pump is not working. She said it shows fully charged, but the pump states the battery isn't functioning. Pt is using oral medications while the only battery they have is charging. No other information available. Pharmacy replacing pump. Pump associated with event available for return. No adverse event(s) reported due to product issue. No further info. Pump serial number was not reported. Battery serial number was not reported. Dose: administer the contents of 3 vials under the skin for up to 24 hours each day. Continuous dose: 0.86ml/hr (0.60- 0.95ml/hr), extra dose: 0.15. Reported to (B)(6) by pt/caregiver.